Event description:
It was reported that during a da vinci-assisted surgery, the vessel sealer extend (vse) instrument did not sufficiently seal the uterine artery, resulting in bleeding despite a double seal attempt. There was no indication that the vse will be returned for evaluation. The size of the uterine artery was about 7 millimeters. The surgeon reported that this is a vse issue, not a surgeon issue, uterine size issue, or patient demographic issue. There had been no changes in the way the surgeon used the system and the instrument. The following information is unknown: the cause of the customer reported failure mode and complication, the estimated blood loss associated with the bleeding, and what surgical/medical intervention was rendered due to the bleeding.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The lot and sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A short video clip provided by the customer was reviewed and at the start of the video, the vessel sealer extend (vse) is already positioned around tissue, and energy delivery begins less than a second into the recording. This timing is noted because it is not possible to visualize the surgeon¿s approach when positioning the vse around the tissue, nor is it possible to determine the precise location of the target vessel within the vse jaws. Additionally, it cannot be confirmed whether the target vessel was skeletonized prior to sealing. The vse jaws are shown to be fully pitched, with the wrist articulated, at the time of sealing. The surgeon applies a single seal cycle, activating the sealing energy and continuing until the system automatically stops the cycle, which is the expected behavior. Auto-stop occurs when the system detects adequate desiccation of the sealed tissue. Without moving the jaws or cutting the tissue, the surgeon then applies another seal cycle to the same tissue, again continuing until the system auto-stops the sealing energy. The surgeon subsequently cuts the tissue using the vse and removes the jaws from the site. Upon removal, bleeding is observed from the target vessel. Despite this, visibility of the surgical field is maintained, and blood does not immediately obscure the operative area throughout the remainder of the clip. After the bleeding occurs, the surgeon identifies the source, points to it with a monopolar curved scissor, and remarks to the team, "you see that?" The video clip concludes before any further surgical interventions are observed, so how the bleeding was ultimately managed is unknown.